Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self test, restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime, off no power test and excessive no delivery test due to blank display. Unable to confirm backlight anomaly due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window, cracked case, cracked reservoir tube window, cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump got wet and the light underneath the lcd display screen does not work. The customer's blood glucose reading was 170 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the reservoir window and the pump light did not turn on before or after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.